Event description:
A family member reported that the patient had a blood glucose of hi on the meter (above 600 mg/dl) with confusion and shortness of breath; the patient was reportedly unable to get out of bed. Customer support advised the family member to call 911 immediately and customer support would call back at a later point to troubleshoot. Customer support made attempts to contact the patient to complete troubleshooting but were unable to complete troubleshooting at this time.

Event description:
Customer support contacted the patient to obtain details of the event and to complete pump troubleshooting. The patient stated that she did not have the pump with her at the time of the call; troubleshooting was unable to be completed at this time. The patient reported that she was admitted to the hospital with a blood glucose (bg) of 1200 mg/dl in diabetic ketoacidosis. The patient's pump was reportedly d/c and she was treated with intravenous insulin and fluids. The patient stated that her bgs prior to the incident were normal, ranging between 70-140mg/dl on average. The patient stated that the cause of her high bg is unknown by her doctors at this time. She stated that she specifically asked the hospital staff about her site and was told that the site looked fine and was not bent or kinked. The patient stated that there were no underlying infections and there was no known cause for this incident identified at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump on (B)(6), 2012 and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.